Event description:
It was reported patient underwent intramedullary nail procedure utilizing a t-handle on (B)(4) 2012. During the procedure, the t-handle fractured and pieces fell into the patient's wound. The pieces were removed from the patient and another t-handle was used to finish the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay the correct lot number and manufacture date, which was unknown at the time of the initial medwatch. Evaluation of returned device found evidence that instrument fractured due to excessive force. There are warnings in the package insert that state that this type of event can occur: under care and handling, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."